Event description:
The facility representative reported "front level does not keep door closed/calibration needed" during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.